Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Subsequently, the customer's blood glucose decreased to less than 40 mg/dl which was addressed with the customer's wife administering glucagon and carbs. Reportedly, the customer declined troubleshooting with tandem technical support and the basal software was working as intended.